Manufacturer narrative:
Device analysis report attached. This report is submitted on november 21, 2022.

Manufacturer narrative:
This report is submitted on 11 may 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. The patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on may 10, 2022.